Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was within the required specification. Conclusion: we were unable to replicate the leaks reported by the hospital. The returned breathing circuit passed both visual inspection and pressure test. All rt340 adult breathing circuits are visually inspected and pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the servo-s ventilator leak test. This was observed prior to patient use.